Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
The patient's caregiver reported that there are hard lumps under the skin and skin also gets red and hot to the touch after the cannula is removed for which patient has been treated once with antibiotics for a skin infection.